Manufacturer narrative:
B5 was updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t1 of the fast-fix 360 curved deployed in the meniscus and t2 pulled out from the inserter. T1 was left secured in the patient and t2 was removed by using a grasper. Surgery was resumed, after a non-significant delay, with a back-up device. No other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the t1 and t2 of a fast-fix 360 curved where closed each other, t1 deployed in the meniscus and t2 pulled out from the insertor. Surgery was resumed, after a on-significant delay, with a back-up device. No patient complications were reported.